Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular lead had high thresholds and no capture at the highest output setting. The lead remains implanted but out of service. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.